Event description:
Caller alleged discrepant results using the inratio2 meter. Testing on (B)(6) 2011 was done within seconds. The poc tests were done using the same finger stick; first drop used on the inratio2. Patient reports sometimes pricking finger before green light and has difficulty hitting the target.

Manufacturer narrative:
Investigation pending.